Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a "beeping" was heard from the implantable cardioverter defibrillator (ICD). Follow-up from the patient¿s clinic indicated the alert was due to the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.